Event description:
It was reported by the customer, this cot dropped at some point in the last few years. No adverse consequence alleged.

Manufacturer narrative:
Customer has stated that the stryker service technician was not allowed to work on any 2003 cots. Based on evaluation of other cots in the customer's fleet, negligent preventative maintenance had been performed on the other cots by a non-stryker third party.